Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: reported by the customer: rf stopped working. P/n: 0475100000i, s/n: (B)(6). Summary of evaluation: faults found: probe port at the receptacle board is burnt out. Front board battery failure. Action taken. Replaced receptacle board. Replaced fron board. Tests: qip, function test, electrical safety test - est116456, passed all tests. Furthermore, reportability decision was check for consistency. Probable root cause: hardware failure. Software error due to hardware failure. Damaged receptacle board. Damaged power board. Front board failure. Loose flex cable. Damage to console during shipping/ handling. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. Insufficient cybersecurity (cf). The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that rf stopped working using while using crossfire 2.

Event description:
It was reported that rf stopped working using while using crossfire 2.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.